Event description:
Health care professional (hcp) reports leaks in the heparin line pillow & the monitor line/drip chamber connection during set up of line. Health care professional reports no pt use or injury.